Event description:
A us distributor reported that a battery would not power on a monitor and an electrode belt was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt. Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery.